Manufacturer narrative:
(B)(4) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received, (B)(4) samples had a tear and seal collapsed was observed, no additional damage beside the mentioned was observed. No mating device was returned for evaluation. The (B)(4) samples met the product specification after being tested. Even though the complaint was not able to be replicated; based on the tear damage observed in one tego, this might lead a leak, complaint can be confirmed. The probable cause of leakage of blood through the connector is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed was performed and no relevant discrepancies, anomalies or nonconformances were identified that might be related with the condition reported by customer.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector. The event occurred on an unspecified date and involved a tego¿ connector that reportedly leaked blood. The reporter stated that the customer is using tego connectors supplied by citra-gen. For the last six months the customer has been having increasing problems with this product. The number of defective connectors per lot number was 9. The problem with the tego was a defect in the transparent rubber, making it inaccessible or causing leakage. It was already used when the problem with tego occurred/discovered. Number of treatments carried out with the relevant tego before the problem occurred: 1 or 2 treatments. Other devices are used in combination with the tego was poshiflush with leur lock. 1 patient lost blood, max 2 ml. The status/condition of the patient after the incident was good. The patient did not require additional treatments, such as blood transfusion due to blood loss. There was no report of any human harm.